Event description:
It was reported that the leakage of medicinal solution was observed from the optical module connector.

Manufacturer narrative:
Customer report was not confirmed. The catheter was returned with 1centimeter of the catheter missing and damage was observed at 1.5 centimeters from the catheter tip, and was not returned. The damage had entered the all lumens. The blood was found in the optical connector. The leak testing was performed of the optics lumen; however, did not confirm leakage at the area. Unable to determine without the tip section due to the location of the leak. Initial report of leakage is not reportable as per edwards standard procedure; however, due to the evaluation findings in which a small portion of the catheter was missing and not returned the event was determined to be reportable. A device history record could not be completed because the lot number was not provided.